Event description:
Patient was implanted on the right side and underwent revision due to implant fracture.

Manufacturer narrative:
Additional information which was received on aug 07, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
D11: medical product: revitan prox. Spout 75; catalog#: 01.00401.075; lot#: 2611935. Therapy date: (B)(6) 2020. Additional information received on aug 26, 2020. The manufacturer received x-rays and other source documents (CT-scans, fluoroscopy images) for review. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision due to implant fracture.

Manufacturer narrative:
Additional information which was received on sep 15, 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on an unknown side and underwent revision surgery due to implant fracture. Surgeon determined that there was a contamination and infection.

Manufacturer narrative:
Medical product: revitan proximal stem hip impl win gen; item#: unknown; lot#: unknown. The manufacturer did not receive x-rays for review. Other source documents were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
The patient was implanted on an unknown side and underwent revision surgery due to implant fracture.

Manufacturer narrative:
Investigation results were made available. D10 update: revitan prox. Spout 75, ref (B)(4), lot 2611935 . Durasul, alpha insert, nn/32, ref (B)(4), lot 632830. Biolox delta femoral head hip, ref unk, lot unk. Allofit cup hip, ref unk, lot unk. Review of event description: a material failure of a revitan - cone fracture of the distal component was reported. Review of received data: implantation report of (B)(6) 2013: diagnosis: septic loosening of hip prosthesis with currently implanted spacer/drug carrier in the right hip joint. Therapy: implantation of a cementless special prosthesis, allofit cup, revitan stem due to pronounced bone defects. Procedure: the spacer is removed and the femur is debrided and curetted. Tissue is taken for microbiological examination. The medullary canal is reamed and irrigated. The acetabulum is exposed, debrided and prepared according to the size mentioned in the op-protocol (not received). A press-fit cup and an insert are implanted. The femur is reamed according to the size mentioned in the op-protocol (not received). A trial reduction shows a good leg length correction. The definitive stem is inserted after the femur is thoroughly rinsed again. The definitive head is placed and the joint is reduced. There is good mobility, good leg length correction and no dislocation tendency. Note of the author: the right hip is incorrectly mentioned in the report. According to the x-rays the prosthesis was implanted in the left hip. Revision report of (B)(6) 2020: diagnosis: connection pin fracture of a modular left hip prosthesis after a two-stage revision. State after implantation of a cementless special prosthesis in the case of pronounced bone defect after cement spacers due to chronic fistulation after primary implantation in 2013. Indication: after 6 months of pain in the left hip joint a material fatigue at the connection pin of the revitan stem was noticed in the patient consultation hours. Due to the known history of infection a puncture was performed to exclude it. Corynebacterium was detected and the case was discussed further. Both the consulted infectiologist and mr. Trampuz were of the opinion that the germ detection was most likely a contamination. Mr. Trampuz had also determined that the cell count would have to be well over 3000 for an infection to be likely. However, the cell count is 2600. All parties would suggest a one-stage revision and mr. Trampuz also advises leaving the cup in place if it is not loosened. Procedure: after the joint capsule is opened a bloody-serous effusion is found. The fluid is sent for microbiological examination. The prosthesis is dislocated. The femoral component wobbles and can be removed without problems after light chiseling in the area of the stem shoulder which was covered with bone. The connection pin is fractured. The inlay is now removed while protecting the titanium shell. To remove the distal part of the stem a transfemoral bone window is made and the diaphyseal part is loosened with chisels. Further the report describes the steps to prepare the acetabulum and the femur to implant a new inlay, a cemented cpt stem and a ceramic head. X-rays: the x-rays showing the situation in the left hip from (B)(6) 2013 until (B)(6) 2020 are at hand. There are differences in brightness and contrast throughout the x-ray follow-up as well as differences in the positioning of the patient resulting in slight different radiographic projections. Thus, potential changes of the bone situation around the prosthesis as well as in the position of the prosthesis components are not always clearly recognizable. The evaluation of the x-rays is summarized below. The x-rays showing the situation after the revision of the revitan stem are not evaluated. Ap and second view of the left hip, (B)(6) 2013: situation before revision of the left hip prosthesis due to septic loosening. Ap and second view of the left hip, (B)(6) 2013: the spacer/drug carrier is implanted in the left hip. There are three cerclages around the femur. A discontinuity of the lateral cortical bone is seen just above the most distal cerclage, probably due to a fracture or osteotomy cut ap and second view of the left hip, (B)(6) 2013: compared with the previous study date the spacer has subsided slightly. The discontinuity of the lateral cortical bone is still visible. Ap and second view of the left hip, (B)(6) 2013: an allofit cup and a revitan stem are implanted in the left hip. Along the medial side of the proximal and distal stem part (until the height of the finned region) there is a radiolucent gap visible which is partially bordered by a sclerotic line on the bone side. A radiolucent gap can also be observed along the proximal two thirds of the lateral side of the proximal stem part. On the second view the bone structure around the proximal and distal stem part (until the height of the finned region) seems to be inhomogeneous. Pelvis overview and second views of the left hip, (B)(6) 2015: the pelvis overview and the second views have a different orientation compared with the previous study date. In addition to the observations above, a widening of the radiolucent gap and a sclerotic line on the bone side can be seen along the lateral side of the proximal part of the stem. In the second views radiolucent gaps bordered by a sclerotic line on the bone side can be seen along the anterolateral and posteromedial side of the proximal stem part. Pelvis overview and second view of the left hip, (B)(6) 2016: no changes compared with the previous study date pelvis overview, ap view and second view of the left hip, (B)(6) 2020: the pelvis overview and the ap view show a fracture of the connection pin of the revitan stem. The proximal part of the stem is slightly tilted medially and its distal end is shifted laterally. Consequently, the radiolucent gap along the lateral side of the proximal stem part is wider. Considering the tilt, the radiolucent gap along the medial side of the proximal stem part seems to be wider compared with the previous study date. Second view is not comparable with the previous study date due to the different projection but radiolucent lines anterolateral and posteromedial to the proximal stem part are still recognizable. Product evaluation: visual examination: in the as-received condition the biolox delta head and the proximal part of the revitan stem were still assembled. For better handling the parts were disassembled. Before the disassembly the stem to head position was marked. The connection pin of the revitan stem is fractured in the non-blasted area. The fracture is located approximately 1 to 4 mm below the proximal end of the distal part. The proximal part of the connection pin is still assembled to the proximal part of the revitan stem. The proximal and distal fracture surfaces show a fatigue fracture starting from the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surfaces. Both fracture surfaces are mostly polished, especially medially. The face surface of the lateral shoulder and the medial edge of the medial shoulder of the proximal part are polished. A portion of the medial face surface of the distal part is polished and the lateral inside of the stem body is worn and deformed. On the proximal part of the revitan stem, revision damage in the form of scratches and instrument marks can be seen mainly in the neck region but also on the anchoring surface. On the posterior and medial side polished horizontal lines can be seen in the proximal two thirds region of the anchoring surface . A shiny polished area can be seen at the distal end on the posterolateral side of the proximal part. There are no signs of bone on growth on the anchoring surface of the proximal stem part. On the proximal fracture part of the connection pin there is an approximately half circumferential stripe with surface changes adjacent to the fracture surface. Closer inspection of the stripe with a low power microscope (leica mz16 a) revealed polishing, smeared material, a crack and signs of fretting and corrosion. Adjacent to the stripe joins the original surface followed by the blasted area. On the latter there is a polished area on the posterior side. Revision damage in the form of coarse scratches and instrument marks can be observed on the anchoring surface of the distal part of the revitan stem. Bone attachments are visible on the entire anchoring surface the biolox delta head and the durasul alpha insert were inspected. However nothing was observed that could have had an influence on the fracture of the connection pin and therefore they are not further described. Review of product documentation: device purpose: all involved devices are intended for treatment. Product compatibility: the product combination was approved by zimmer biomet. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: based on the received information the revitan stem was implanted in (B)(6) 2013 and revised approximately 6 years and 8 months later due to a fracture of the stem at the connection pin. Investigation of the retrievals at hand showed that the fracture of the revitan stem occurred due to fatigue in the non-blasted area of the connection pin, few millimeters below the proximal end of the distal stem part. The fracture origin area is located on the lateral side of the stem. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surfaces. On the proximal fracture part of the pin there is an approximately half circumferential stripe revealing a mixture of surface changes. It is unknown if the stripe existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. Bone attachments could be observed on the distal part of the revitan stem but not on the proximal part. Further, polished areas can be seen on the anchoring surface of the proximal part which indicates movement between the part and the bone. It is unknown if these existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant on the x-rays at hand it can be recognized that immediately after the implantation and throughout the time in vivo of the revitan stem there were radiolucent gaps around the proximal part of the stem whereas the distal stem part was well fixed. This is in agreement with the appearance of the parts at hand and with the steps in the revision report describing the removal of the components. Today it is known that for patients with severe proximal deficiency, a surgeon should consider surgical options to ensure proximal bone support (such as medial and/or lateral strut grafts) or switching to a monobloc revision stem. At the time of implantation in (B)(6) 2013 this was not known and respective guidance could not be provided to the surgeon. Based on the above described findings and today¿s knowledge, from a biomechanical point of view the proximal bone support of the revitan stem can be interpreted as suboptimal. The bone support situation in combination with other factors, e.g. The surface changes observed on the connection pin, may have contributed to the sequence of events finally resulting in the fatigue fracture of the stem. As there is no patient information available (e.g. Bmi, type and level of physical activity, complete medical history, etc.) Any influencing factors that may result from these aspects remain unknown. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). In conclusion, as the cause may be multifactorial an exact root cause could not be identified for the reported event. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.